Event description:
It was reported that the patient presented for a scheduled procedure. Upon device interrogation, it was noted that the atrial lead exhibited loss of capture. Fluoroscopy confirmed that the lead had dislodged. The lead was explanted and replaced. The patient was in stable condition post-procedure.